Event description:
The device had reported issue of loss of interrogation and loss of pacing, resulting in patient bradycardia and shortness of breath. The device was explanted. No further adverse patient consequences were reported.

Event description:
New information indicates that the patient also experienced chest pain. The physician elected to explant and replace the pacemaker on (B)(6) 2025. No anomalies were reported during the procedure, and the patient was discharged on (B)(6) 2025.

Manufacturer narrative:
The reported event of unable to interrogate was confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing, and the battery was at normal level, signs of rapid depletion were noted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.